Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen text appeared dim and discolored. The battery compartment was also observed to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure and a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2013.